Event description:
It was reported that the user¿s libre 3 plus sensor disconnected overnight and scanning failed when attempting to reconnect, leading to a dosing stopped message on the ilet; the user chose to replace the sensor, successfully initiated a new sensor warm-up, and later observed glucose display with a magnifying glass icon indicating potential cgm inconsistency for up to 12 hours, during which confirmatory fingerstick was advised. Symptoms included no reported clinical symptoms despite hyperglycemia. Outcomes included transient hyperglycemia with readings up to 400 mg/dl and subsequent continued insulin delivery once sensor data became available. Investigation included guided troubleshooting, review of device alerts, confirmation of sensor replacement and warm-up, and user education on verifying alerts with a blood glucose meter during cgm stabilization. Investigation of this case revealed a cgm connectivity and scanning issue that was resolved by replacing the libre 3 plus sensor, after which the ilet resumed displaying glucose values and delivering insulin. It was concluded, based on previously established findings for similar reports, that the cause was sensor communication interruption associated with the external cgm, not a malfunction of the ilet pump.